Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, in -stent restenosis occurred. A taxus liberte' 2.25x24mm stent was implanted in the mid left anterior descending (lad) artery. Six months post-procedure, 90% in-stent restenosis was observed in the taxus stent. A quantum maverick 2.25x15mm balloon was advanced to the stent site. The balloon was slowly inflated to 12atms and within 5 seconds the balloon ruptured. The balloon was removed from the pt intact. A non-bsc 2.25x12mm balloon was used at 12 atms to complete the intervention. Additional info was requested, but is not available. No pt complications were reported, and the pt's status is reported as "good".

Manufacturer narrative:
Device implanted six months prior to event (2009). It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records from the complaint device could not be reviewed. If there is any further relevant info received, a supplemental medwatch will be filed.